Event description:
Information was received that the cadd prizm pump fails accuracy +7.4%. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Delivering accuracy testing was performed and the customer's reported problem regarding delivery accuracy was able to be duplicated. During investigation three separate delivery accuracy tests were performed and at least one test was outside the pump's delivery accuracy manufacturing specifications. However, investigator was unable to determine the cause of the reported problem. Service trimmed the pump expulsor to correct the reported problem. The root cause of the reported problem is unknown.